Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Analysis of the lead with s/n (B)(4) found that there was no anomaly.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins). The etiology was noted as related to the surgery/anesthesia.

Event description:
It was reported that there was an anchor insertion retention issue with both leads. It was noted that lead with serial # (B)(4) was advanced and re-anchored. The lead (B)(4) was listed as implanted and remains in service. The lead with serial number (B)(4) was listed as explanted and out of service. It was noted that diagnostic or troubleshooting included x-rays. The cause of the issue was the anchor did not hold and the lead migrated down. It was also noted that both leads migrated down through the anchors. The event occurred during normal use. It was noted that the product issue was resolved. Symptoms or complications associated with the event included less than 50% therapy relief at the lead location. The patient¿s status was alive with no injury. Additional information received reported that the device would be replaced with a product from the manufacturer. It was noted that the lead pulled through the anchor and migrated out of cervical spine. It was noted that there was a lead/extension/accessory dislodgement. It was noted that there was a loss of coverage. There was not a patient death. The patient¿s status after removal was recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider of the clinical study reported there was no right upper extremity stimulation prior to the lead explant and replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.